Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/26/2020. H.6. Investigation: one 3ml syringe with needle attached in an opened blister pack from batch 8010888 (p/n 309581) was received and evaluated. It was observed there was there was a small white particle attached to the cannula in the middle. The particle appeared to be epoxy and was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause, line assembly cannulator. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case a jam occurred, and the equipment dispensed epoxy before the part was moved to the next station and it was not detected in the next processes. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb had foreign matter on the needle. This was discovered during use. The following information was provided by the initial reporter: material no: 309581, batch no: 8010888. It was reported that consumer found a needle with a white hard piece on the middle of the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb had foreign matter on the needle. This was discovered during use. The following information was provided by the initial reporter: material no: 309581 batch no: 8010888. It was reported that consumer found a needle with a white hard piece on the middle of the needle.